Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 08/31/2016 and open vial date is (B)(6) 2014; test strips are expired (open more than 120 days). Recall test results performed fasting from meter memory (date/time not set): lo (B)(6) 2015 5:53pm; lo (B)(6) 2015 5:21pm; lo (B)(6) 2015 9:29pm; lo (B)(6) 2015 9:26pm; 172mg/dl (B)(6) 2015 07:09pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is (B)(6) 2014; test strips are expired (open more than 120 days). Recall test results performed fasting from meter memory (date / time not set): 1:lo (B)(6) 2015 5:53pm. 2:lo (B)(6) 2015 5:21pm. 3:lo (B)(6) 2015 9:29pm. 4:lo (B)(6) 2015 9:26pm. 5:172mg/dl (B)(6) 2015 7:09pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).